Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
(B)(4): pt reported that about 6 months following his total hip replacement surgery he developed the following symptoms; kidney stones, kidney infection, uti, and fluid build up in his hip. He stated that he continues to have these symptoms along with severe pain, discomfort, sleep disturbances and emotional distress every 4 to 6 months. He is currently in the hospital due to complication with his kidneys. He stated that his cobalt level is above 80 mcg/l and chromium is above 85 mcg/l. He reported that his doctor plans to start him on dialysis to rid his blood of metal and eventually do a hip replacement. Patient had a revision surgery on (B)(6) 2014. Full hip implant was removed.